Event description:
It was reported that the balloon kinked and the shaft broke. A 3.00 mm x 12.00 mm agent drug-coated balloon (dcb) was selected for treatment. During advancement of the device into the patient, the shaft kinked and subsequently broke. The device was removed, and the procedure was successfully completed using an alternative device. There were no patient complications and the patient fully recovered.